Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that when impella was inserted from the left femoral artery, there was a change in color tone in the left lower limb. Lower limb ischemia occurred. As a result, a 6" fr sheath was antegrade inserted into the left sfa, and the 4" fr sheath kept in the right femoral artery. ECMO was perfused into the sheath of the left sfa. After that, no progression of lower limb ischemia was observed. No further information was provided.